Event description:
During a coronary drug eluting stenting treatment procedure the stent shaft broke. The 80-90% stenosis ostial lesion was located in the mildly tortuous, calcified left anterior descending (lad) artery. The lesion was pre-dilated with a maverick 3.00 x 30 mm balloon. The shaft of 3.00x32mm taxus express2 drug eluting stent broke as the stent catheter was entering the pt. It was reported that it did not catch on anything. The stent never left the guide. Product was removed from the guide and the procedure was completed with a taxus 3.0 x 24 mm stent. Pt's status is reproted as stable. No pt complications were reported.